Event description:
The patient reported: I have been experiencing some pain with my bottom teeth, and now I have a really loose tooth that moves back and forth. It didn't move at all before. Clinical review: I requested that the patient send a mobility video to evaluate the loose tooth. On (B)(6)2024: per senior review, the mobility of tooth #23 is within normal limits. However, since the patient's mobility video is over a month old, we are requesting an updated video. We also provided health tips for step 5 and confirmed the patient's compliance, inquiring if step 5 now fits more comfortably. On (B)(6)2024: the patient did not provide an updated mobility video. We are requesting another mobility video for further review.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.